Event description:
Boston scientific amplatz super stiff straight tip guidewire (.035 used, lot 30109136, exp 9-7-25, used for vascular case. When guidewire was being pulled back from groin. End of wire noted to have pulled off and was loose in groin. Tip of wire located and x-ray done to confirm no further pieces of wire retained. FDA safety report ID #(B)(4).